Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oversensing that inhibited pacing in the right ventricle. The right ventricular lead was capped and replaced on (B)(6), 2019 and the implantable cardioverter defibrillator was replaced for an unspecified issue on the header.